Manufacturer narrative:
The report submitted on 03/18/2021, patient identifier (B)(6) had the incorrect manufacturer report number listed (MDR 1049092-2021-00023 ). The correct manufacturer report number should be MDR 1000317571-2021-00137 with patient identifier (B)(6) which has been submitted as of 3/22/2021. Correction contact office address: (B)(4). Complainant street address: (B)(6). Affiliation: (B)(6). Based on the available information, this event is deemed to be a serious injury. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the mhra during the use of the aquacel ag dressing from (B)(6) 2021 - (B)(6) 2021 "this gentleman has a cellulitis as a result of an infected leg ulcer to his right ankle. IV antibiotics were commenced and wound was dressed with aquacel ag to manage to infection topically. Dressing was changed after two days and a fresh dressing applied. That afternoon it was noted that the joints on his hands were becoming blue and the following morning his elbows and knees were also becoming blue. Skin was warm to the touch and patient was systemically well, news2 - 0, oxygen saturations of 98%." It was further reported this issue could be due to a reaction to silver which was noted to be rare. It was recommended to remove the silver dressing and replace it with an alternative antimicrobial dressing. The gp practice for this patient was notified and asked to include treatments containing silver may need to be avoided. Additional information was received 3/18/2021 that indicated there was no official diagnosis made. The aquacel ag dressing was changed to an inadine dressing regime. No other medical treatment was provided apart from ongoing wound management.